Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp): when asked whether the stim to the back resolved after the patient turned down the setting or to clarify what the cause was and any other actions taken the hcp responded that the patient was sent for a urine culture but has not been in touch with the hcp since. The patient was advised to see a local rep for a device check. The cause of the patient's return of symptoms was not determined because the patient has not returned to the hcp for follow-up. No further complications were reported or are anticipated.

Manufacturer narrative:
Report source health professional was added. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the patient¿s urgency had come back gradually. Patient said she will void and then she feels like she still has to go. Patient said she also got it because on occasion she will get up in the morning and not make it to the bathroom. Patient said she called the doctor and talked to the nurse and the nurse said to call the manufacturer. Patient said she has been increasing the stim. She said the last time she increased it was last night but she had she had to decrease it this morning because she could feel it in her back. Patient said she had tried the other programs too. Patient services (ps) had the patient check the device with their programmer and found stim was on set on program 4 at 4.3 v. Ps advised the patient to leave it on the setting for 2-3 days and see if gets results and to turn down if becomes uncomfortable. Pt said she is going out of the country in a week and wants to get this resolved. Ps felt the patient was changing the programs too frequently without allowing the body to adjust. Patient wanted to speak to a rep, ps emailed the rep and the rep replied they had reached out to the patient. On 2019-apr-17 additional information was received from the manufacturer's representative (rep): the patient never mentioned stim in the back to the rep, this was never spoken about when the rep reached out to the patient. When the rep contacted the patient, patient said she had other things going on as well and wondered if they had something to do with it (understood to mean the urgency). Patient spoke about not switching programs so quickly, that she is not adjusting to them, which the rep stated they understood the patient was referencing advice from ps. No further complications were reported or are anticipated.